Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one opening(curved) on the posterior and the weight the device was found to be within specification. A microscopic analysis was performed which identified one opening sharp(unidentified (tear) opening) and non-penetrating nick near the opening due to surgical impact. A dimension measurement in the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is one sharp opening on the posterior due to surgical impact.

Event description:
Patient reported having "a lump or thickening in or near the breast or in the underarm area" and ¿experienced swollen lymph nodes in chest and axilla.¿ . Health professional reported rupture. This record represents the left side. No indication treatment or surgical reoperation has occurred. Device was explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 15/apr/2015. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported having "a lump or thickening in or near the breast or in the underarm area" and ¿experienced swollen lymph nodes in chest and axilla.¿ health professional reported rupture. This record represents the left side. No indication treatment or surgical reoperation has occurred. Device was explanted.